Manufacturer narrative:
No button response due to corroded keypad traces. No ramping numbers noted on display and no button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers ramping on the screen. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.